Event description:
It was reported that during a routine follow up high impedance was seen on the chronic right ventricular (rv) lead trend graph. It was also reported that the high impedance measurements occurred recently, within the past week. It is unknown whether there was any intervention. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.